Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Fill volume: 550 ml, flow rate: 8 ml/hr , procedure: unknown, cathplace: unknown, infusion start time: (B)(6) 2022, infusion stop time: (B)(6) 2022. The patient reported, the pump was empty on (B)(6) 2022; it emptied in 26hrs instead of 72hrs, the dial was on ¿8¿. There was no reported injury to the patient.

Manufacturer narrative:
Corrected d1; d2 the actual sample from the reported event was returned for evaluation; the returned product was evaluated, no issues were observed on device. The root cause could not be determined since the reported failure was not reproduced in lab during sample evaluation. The device history record for lot 30176685 was reviewed and the product was produced according to product specifications. All information reasonably known as of 24 jan 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.